Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they was in the emergency room as a result of hypoglycemia with an unknown blood glucose and on an unknown date and the retainer ring was chipped off. The customer¿s blood glucose level was 36 mg/dl and was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer also reported that the retainer ring was damage. The customer also reported that the insulin pump had cosmetic damage. The customer reported that the reservoir was able to lock in place when inserted into insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer visited to emergency room due to low blood glucose of 36 mg/dl. The customer refused to provide the details about the emergency room visit.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).